Manufacturer narrative:
(B)(4). Batch #: u94d11. Additional information was requested and the following was obtained: what is the current condition of the patient? The patient is in good condition and has been discharged. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What type of tissue was the device activated on when the issue occurred? What is the operating room staff¿s experience in assembly the harmonic to the handpiece? What power level setting was used? Where was noise originating? How many number of uses were left on the handpieces? Please describe attachment technique used to assembly the harmonic to the handpiece. How many clicks of the torque wrench was utilized during assembly? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the ¿relax pressure on blade¿ alert screen displayed by generator at the beginning of the procedure. That lead the scalpel to be hard to cut and coagulate. Then changed to the second instrument and another handpiece, but the same alert still occurred. Then changed to the third instrument and another generator, the same alert still occurred. Changed to the forth instrument, the same alert still occurred. An abnormal sound was detected during every activation. Finally, the laparoscopic surgery changed to open surgery. The time of the surgery was expended about 2 hours.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2020 adverse event specification was missing from what was originally reported: correction medwatch. H10: corrected data = b2.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2020. Additional information was requested and the following was obtained: what was the surgical procedure? What type of tissue was the device activated on when the issue occurred? Omental tissue. What is the operating room staff¿s experience in assembly the harmonic to the handpiece? Unknown. What power level setting was used? Unknown. Where was noise originating? Unknown. How many number of uses were left on the handpieces? Unknown. Please describe attachment technique used to assembly the harmonic to the handpiece. Unknown. How many clicks of the torque wrench was utilized during assembly? Unknown. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand-piece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. No noise issues or alert screens could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.